Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Patient was suffering from constipation prior to spaceoar implant. During procedure, positioning the needle for insertion was not difficult but it required a lot of pressure to inject the gel due to patient's large prostate. The device was in the right place, but the separation was only 3mm. The patient was shivery and had a temperature post procedure. He took some paracetamol. The patient also developed increasing confusion and pyrexia. He was hospitalized overnight and was treated for infection. Computerized tomography (CT) scan was performed and it showed that the gel was in the correct place. In the physician's assessment, patient became feverish because of the spaceoar insertion. He also developed hematuria which was deemed unrelated to the spaceoar device has been resolved. The patient was reported to be fine after a course of co-amoxiclav, his symptoms have been resolved. The patient will proceed with radiotherapy as planned.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e1906 captures the reportable event of unspecified infection. Evaluation conclusion code d17 is being used in lieu of an adequate code to cover device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Correction: removal of patient code e1302 hematuria.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Patient was suffering from constipation prior to spaceoar implant. During procedure, positioning the needle for insertion was not difficult but it required a lot of pressure to inject the gel due to patient's large prostate. The device was in the right place, but the separation was only 3mm. The patient was shivery and had a temperature post procedure. He took some paracetamol. The patient also developed increasing confusion and pyrexial. He was hospitalized overnight and was treated for infection. Computerized tomography (CT) scan was performed and it showed that the gel was in the correct place. In the physician's assessment, patient became feverish because of the spaceoar insertion. He also developed haematuria which has been resolved. The patient was reported to be fine after a course of co-amoxiclav, his symptoms have been resolved. The patient will proceed with radiotherapy as planned.